Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose. The customer had a blood glucose reading of 51 mg/dl prior to the hospitalization. Unable to do any troubleshooting because the insulin pump was giving an alarm and the buttons were not responding, therefore the alarm could not be cleared.